Event description:
Report received of an overdelivery of dilaudid. The pump was programmed to deliver dilaudid 1mg/ml. It is unknown if the pump was programmed with a continuous infusion, but it did have a pca dose ordered of 0.2mg, with a 10-minute pt lockout and a 3mg 4-hour limit. Reportedly, when the pca pump was initially programmed, "the pump screen shut down". The pump was then programmed, "the pump screen shut down". The pump was then reprogrammed and the pump settings were verified by three nurses. The dilaudid was initiated at 5:00pm. At 10:00pm, the pump gave an audible alarm and displayed the message "empty syringe". The pt reportedly received 16mg of dilaudid in 5 hours. The pt was reported as alert, but itching. The pt received narcan 0.4mg and benadryl 25mg. The pump was removed from clinical service. Though requested, there was no further info available.